Event description:
The customer reported noise in the image during sedation while the device was inside of the patient during an upper endoscopy diagnostic procedure involving an olympus gastrointestinal videoscope. The procedure was completed using olympus back-up device. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.